Manufacturer narrative:
Date of event: please note that this date is based off of the date the article was accepted for publication as the event dates were not provided in the published literature. Age or date of birth: aged 59¿90 years old (average 75.12 ± 6.92 years). Sex: 12 males and 22 females in pkp group and 9 males and 21 females in pvp group. If information is provided in the future, a supplemental report will be issued.

Event description:
Title : percutaneous vertebroplasty versus kyphoplasty for the treatment of neurologically intact osteoporotic kümmell¿s disease. Summary: article reports a prospective study to compare and investigate the safety and clinical efficacy of percutaneous vertebroplasty (pvp; n=30 patients) and kyphoplasty (pkp; n=34 patients) to treat neurologically intact osteoporotic kümmell¿s disease (kd). Pkp was performed using kyphon balloons under biplanar fluoroscopic guidance and a transpedicular approach. During the postoperative rehabilitation, transient fever appeared in 2 patients in the pkp group and 2 patients in the pvp group. Body temperature returned to be normal after supportive treatment. During the postoperative follow-up period, 3 patients in the pvp group and 1 patient in the pkp group had re-fractures.